Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): two (2) sensors from the reported lot were returned and tested. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed.

Event description:
The customer reported sensors reading false positive 6 to 9%. No patient impact or consequences were reported.